Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell on the ipg pocket site. Following the fall, the patient stated he still felt stimulation therapy, however, it was weak/inadequate. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was achieved post-operative.